Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to confirm weak battery alarm also, unable to perform any test due to unresponsive keypad. The insulin pump had severely scratched display window noted, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received a weak battery alarm followed by a button error alarm. The patient's blood glucose at the time of incident was 40 mg/dl the customer has since eaten and her blood glucose increased to 80 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she attempted to suspend the insulin pump and the buttons were unresponsive; she received the button error alarm then and has since been unable to clear it. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.